Manufacturer narrative:
Investigation summary: one open 30g x 5mm auto shield duo sample and three photos were returned from lot. No. 2129657, cat. No. 329705. Visual examination of the returned samples and photos was carried out and it was observed that the sample had been activated. No issues were observed with the returned sample. As the sample was already activated no functionality test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the bd autoshield¿ duo pen needle 30g x 5mm did not work. The following information was provided by the initial reporter, translated from japanese to english: the drug solution could not be injected as an authoshield did not work. After the procedure was completed, the user noticed that it was not working but later it was locked.

Event description:
It was reported that the bd autoshield¿ duo pen needle 30g x 5mm did not work. The following information was provided by the initial reporter, translated from japanese to english: the drug solution could not be injected as an authoshield did not work. After the procedure was completed, the user noticed that it was not working but later it was locked.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.